Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the clinic due to a vibratory alert. Upon interrogation, the high voltage lead impedance measurement for svc to can noted no measurement. A possible lead integrity or loose setscrew suspected. The svc coil was turned off and dft testing with rv to ICD can was successful.